Manufacturer narrative:
According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections, incontinence and pelvic organ prolapse. Novasilk was implanted on (B)(6) 2013 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, as reported to coloplast, though not verified, additional information received on 06/09/2021, between 3/17/2015-1/20/2016: ui, frequent utis, urodynamics ¿ normal void pressure, stress induced detrusor overactivity, elevated pvr, worsening renal insufficiency, urinary frequency, acute kidney failure suspect r/t bactrim and celebrex use, unable to void q2h due to lack of sensation, performing cic qhs, pvr 149 ml, straight catheterization for 100 ml, uti (+) e.coli, voids q3-4h during the day, nocturia x 1, noncompliant with timed voiding and bowel movement hygiene pvr 138 ml, straight catheterization for 150 ml, grade 1 cystocele, dysuria, uti (+) klebsiella pneumoniae (+) e.coli, uti (+) klebsiella ornithinolytica. Patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections, incontinence and pelvic organ prolapse. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections, incontinence and pelvic organ prolapse. Novasilk was implanted on (B)(6) 2013 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, as reported to coloplast, though not verified, additional information received on 06/09/2021, between (B)(6) 2015-(B)(6) 2016: ui, frequent utis, urodynamics ¿ normal void pressure, stress induced detrusor overactivity, elevated pvr, worsening renal insufficiency, urinary frequency, acute kidney failure suspect r/t bactrim and celebrex use, unable to void q2h due to lack of sensation, performing cic qhs, pvr 149 ml, straight catheterization for 100 ml, uti (+) e.coli, voids q3-4h during the day, nocturia x 1, noncompliant with timed voiding and bowel movement hygiene pvr 138 ml, straight catheterization for 150 ml, grade 1 cystocele, dysuria, uti (+) klebsiella pneumoniae (+) e.coli, uti (+) klebsiella ornithinolytica. Patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections, incontinence and pelvic organ prolapse. No other adverse patient effects were reported.